Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical multiple pump error . No harm requiring medical intervention was reported. Troubleshooting was successfully performed and customer was able to clear the alarm but was not able to rewind insulin pump; however, the customer will discontinue use of the device. The product will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type =ngp. Customer return device for alleged hardware low level failures alarm & software error detected & no delivery found on (B)(6) 2022. The device passed the displacement test, rewind, priming/seating, basic occlusion test, force sensor test, occlusion test. No unexpected insulin flow blocks noted during testing. Device failed to pass the self test due to hardware low level failures alarm occurring during testing. Successfully downloaded history files and traces using thus. Hardware low level failures alarm (variable 3) was present in the history download on event date of (B)(6) 2022 10:35 am & (B)(6) 2022 08:36 am esf# na, file number=37, line number= 367. Pump error 53 was present in history download on event date (B)(6) 2022 esf#(B)(4),file#2005, line#5632. Confirmed no delivery alarms in history download on (B)(6) 2022 06:52am --07:30 pm. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked belt clip rails, cracked case (battery tube), serial number label missing, keypad overlay texture damage. Hardware low level failures alarm is confirmed due to cracked soldered joint at u1 pin (04). Software error detected is confirmed due to software defect. No delivery is not confirmed. Additional cosmetic damages were noted on the device . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.